Manufacturer narrative:
One cadd solis vip pump (model 2120) was returned for analysis in used condition. Visual inspection of the pump showed no issues. The device was attached to a fluid filled cassette, and the device ran the program with no issues. The problem stated by the customer could not be duplicated. A review of the history log did however indicate that there were "cassette not attached" messages. The downstream sensor was replaced as a preventive measure.

Event description:
It was reported that the pump indicated that the cassette was not attached. No serious injury was reported in connection with this incident.